Event description:
This spontaneous report was received on (B)(6) 2010 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, she stated that the string on the tampon broke. This report had no adverse event and the action taken with the device was unknown. No sample was received for evaluation as of 06/17/2010. No lot number was provided with the complaint. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.